Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear debris and osteolysis. **update** (B)(6) 2013 - patient's medical records were received. Records indicate the patient was also revised to address pain. Upon revision the cup was found to be loose. Adding the cup and screws for pain and loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address poly wear debris and osteolysis. Doi (B)(6) 1995 - dor (B)(6) 2013 (hip). Update: (B)(6) 2013 - patient's medical records were received. Records indicate the patient was also revised to address pain. Upon revision the cup was found to be loose. Adding the cup and screws for pain and loosening. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Operative notes were obtained confirming the complaint. It would not however be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.